Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed during testing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed to successfully deliver 5 defibrillation pulses. Upon evaluation, extensive damage to the computer / analog and bedside boards resulted from testing. The root cause of the test failure cannot be positively determined due to the extensive damage. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.